Event description:
It was reported that during a left anterior descending coronary artery stenting procedure, after pre-dilatation with an nc trek balloon dilatation catheter, a dissection occurred. A xience v otw stent was implanted treating the lesion and the dissection. Post implantation, an edge dissection was noted. A second unplanned xience stent was implanted to treat the edge dissection, resolving the event. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The nc trek referenced is being filed under a separate manufacturing report number.